Event description:
It was reported that during a tibia nail, the surgeon asked for 46mm low profile 5.0 locking screw. Product code 04.045.346s. A screw from the tube screw packaging was opened and the surgeon used a ruler to check the length because it looked short. The screw measured 36mm. A second screw was opened. Same product code and packaging (tube screw). This also measured at a 36mm. The surgeon then used a regular xl 5.0 locking screw from legacy sterile pouch packaging and this measure correctly. Case was completed without incident. There was no surgical delay due to the reported event. Procedure was successfully completed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 (concomitant) corrected: g1. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h6 (health effect - impact code). H3, h6: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. Note: following investigation was performed by the manufacturer. Since other workorders were processed between the two batches in the final inspection and laser marking step a potential mix up can be excluded at these steps. But at process step 70 both batches were processed one after the other by the same employee. But there is no indication of both being mixed up as the parts arrive at the step in blisters, are not taken out of the blister in the step and are packaged within the smae blister. Since the final sterile packaging was performed at supplier früh verpackungstechnik, the processing time of both batches were also reviewed to see if a potential mix up would happen at früh. It has been identified that in the clean room at the preassembly step both work orders were processed one after the other. The batch 31756p9 was processed between 07:32 and 08.02 hours. The processing of batch 31756p7 started at 07.59 and ended at 08:25. It is observed that during the time stamp 07.59 to 08.02 hrs, both work orders were processed at the same work place (B)(4). Therefore a potential mix up would happen at this step. Based on the visual and dimensional inspection performed, it was found that the lot number of the labeling and the lot number of the screw are not matching. Additionally, it is confirmed that the length of the screw is according to the lot number/article etched on the screw and 4mm shorter than the article indicating on the label. Therefore, this manufacturing defect is confirmed and a non conformance is initiated for deeper investigation. Further investigation results and actions will be documented within this nr. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the low prof lckng scr 5.0 / 46 /xl25/ s would not have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review==> a manufacturing record evaluation was performed for the finished device. Product code: 04.045.346ts-us, lot number: 41807p0. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 10 dec 2024. Manufacturing site: jabil grenchen. Expiry date: 30 nov 2029. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.